Event description:
The account reported the pt position module external buzzer will not alarm. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Three attempts were made to contact the account for resolution with no feedback given. Based on this info, no further action is required.